Event description:
It was reported that upon receipt at the user facility a foreign substance was present on device in the sterile packaging. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported foreign material was confirmed by a manufacturer repair technician through visual inspection. During device evaluation, what appeared to be water stains was identified on the packaging; however, the sterile barrier was not breached. As a result, there was no risk to the patient or user due to this event. Potential causes for the reported event include shipping, handling, and improper or non-recommended storage of these devices. The toga is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that upon receipt at the user facility a foreign substance was present on device in the sterile packaging. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.